Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user paused insulin delivery and disconnected the ilet for about an hour during a supply change, after which blood glucose rose to 295 mg/dl; the user then changed supplies, reconnected to the ilet, and was advised that glucose reduction could take about 90 minutes. Symptoms included thirst. Outcomes included no injury, no need for outside assistance, and no medical intervention. Investigation included complaint intake, user interview, and troubleshooting with education on expected glucose dynamics after disconnection and reconnection. Investigation of this case revealed hyperglycemia associated with a prolonged disconnection period without device alerts and no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.